Event description:
It was reported that the patient presented with their right ventricular (rv) lead exhibiting undersensing and high thresholds. A lead dislodgement is suspected. During the led revision procedure it was discovered the leads were not sutured down during the initial implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).